Event description:
It was reported that solution backflow occurred from the primary line into a clearlink secondary medication set and then into the secondary bag. This occurred during patient infusion of gentamycin. The primary bag was lower than the secondary bag. In order to stop the backflow, the primary line was clamped above its back check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.